Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation however, the investigation has not yet begun on the device. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue was damaged to the battery door. The battery door was replaced to address this issue. The following parts were proactively replaced on the device: muffler, air inlet foam filter, and particulate filter. After all parts were replaced on the device, the device was tested and passed all testing.